Event description:
On (B)(6) 2009, the pt reported that the adapters of her infusion device cause insulin to leak if the rubber becomes pushed up when attached to the insulin cartridge. She uses a pin to push the rubber back down to stop the leak. She stated that this has occurred with every adapter she has used since beginning use of the infusion device about a year ago. She stated that she does change the adapter with every 10th insulin cartridge change or sooner. She does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device. She was educated on the proper procedure. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The adapter was replaced and requested to be returned for evaluation.